Manufacturer narrative:
Concomitant medical products: spiros closed male luer. (ICU medical). No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a methotrexate secondary infusion was expected to be complete within 4 hours, however more fluid remained in the bag than was expected in the 3rd hour. The infusion rate was increased in order for the infusion to complete in 4 hours. No patient harm was reported. Although requested, no additional patient or event information provided.